Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the unit went ventilator inoperative during transport with error code message of da pcba adc (data acquisition/ printed circuit board assembly/ analog digital converter) reference failed. The device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user.

Manufacturer narrative:
Through follow-up, the customer stated that previously reported recall z-2061-2017 was already instituted on this unit. This repair does not apply to the previous recall reported. Customer evaluated for data acquisition pcba adc failed and reviewed the significant event log. Customer found additional error code of machine pressure sensor calibration data error. Customer replaced the data acquisition (da) pcb to resolve the reported issue. Unit was tested and returned to service. The determination could not be made that the device failed to meet specifications. The device was being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts were returned to failure investigation. The root cause of the reported issue could not be determined. If parts are returned, the complaint will be reopened. Through follow-up, customer stated there was no additional patient information.